Event description:
Additional information received reported the neurostimulator had been turned off for the MRI. Since no symptoms reoccurred when the device was turned off, the device was not turned on again after the MRI.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient experienced a loss of efficacy and a return of urinary symptoms on (B)(6) 2015. The implantable neurostimulator (ins) was stopped for an MRI and it was confirmed that there was no change in the result; the ins remained stopped and implanted/out of service. No diagnostics / troubleshooting was performed and it was unknown if there were any environmental / external / patient factors that may have led or contributed to the issue. The actions/interventions taken to attempt to resolve the issue included reprogramming the patient on (B)(6) 2015 and giving the patient botox on (B)(6) 2016; the event was resolved on (B)(6) 2016. The hcp assessed the event was not serious, not related to the procedure, but related to the stimulation. No further complications were reported/anticipated. The patient's medical history included: functional idiopathic incontinence since 1980.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) no longer applies.

Event description:
Additional information received reported that the device was not abandoned yet and the stimulation may be turned back on in the coming months. The patient had botox and for now, the botox was efficient, but in the coming months, a combination of botox and neuromodulation could be done. It was reported that the MRI was not related to the device/therapy or implant procedure. The cause of the loss of efficacy and return of symptoms was not identified. There was a report that the patient started to be not responding to the neuromodulation. No further patient complications have been reported as a result of this event.